Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The patient was hospitalized due to removal of pancreas and during that time the patient faced diabetic ketoacidosis. The leakage was at the site. The patient was tested positive for ketones.the duration of hospitalization was more than 24 hours. Patient experienced the symptoms of confusion at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.